Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00239, 00240.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a penumbra system px slim delivery microcatheter and ruby coils. During the procedure, the physician was unable to advance a ruby coil through the px slim microcatheter due to resistance. The pusher wire of the ruby coil became kinked and the ruby coil was removed. A new ruby coil was used, however, the pusher wire became bent upon insertion into the px slim microcatheter. The px slim microcatheter was removed and the procedure continued successfully.

Manufacturer narrative:
Result: the catheter was kinked approximately 2.5, 5.0, 10.0, and 11.0 cm from the hub. The catheter was also fractured approximately 2.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the coils would not advance through the catheter. The physician noticed that the proximal end of the catheter was kinked and requested a new catheter. Evaluation of the returned device revealed that the catheter was kinked and fractured. This type of damage typically occurs if the device was improperly handled during use. If the device was manipulated at an angle while force is being applied, it is likely that damage such as this may occur. The ruby coils mentioned in the complaint were not returned for evaluation. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.